Manufacturer narrative:
The following other hip devices were also listed in this report: trident psl ha cluster 50mm; cat# 542-11-50e; lot# mmn049; size 3 accolade ii 127 deg; cat# 6721-0330; lot# 44995304; delta v-40 ceramic head 32/0; cat# 6570-0-132; lot# 45726001; 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mmpx1r; 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mmnp0t. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient hip became infected post primary hip surgery. Dr (B)(6) revised the right hip with one stage revision.

Event description:
It was reported that the patient hip became infected post primary hip surgery. Dr.(B)(6)revised the right hip with one stage revision.

Manufacturer narrative:
An event regarding infection involving a trident 0° x3 insert 32mm ID was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Device history review indicated that the reported device was manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events reported for this manufacturing lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.